Event description:
A (B) (4) workstation measurement tool is not correct. There was no reported pt injury associated with this event.

Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record, and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. All field sites have been mandated to upgrade to a version of software known to not experience the reported event. (B) (4).